Manufacturer narrative:
Products: 459888 lead implanted: (B)(6) 2018; 6935m62 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged into the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.